Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The impedance between contact 0 and 3 was very low. All other impedances were within range. There were no known external factors related to the issue, no interventions had been taken, and the event was unresolved. Troubleshooting was performed with the clinician tablet. The patient had no symptoms/complications associated with the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead , product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No actions had been planned to address the low impedance.